Manufacturer narrative:
Manufacturing facility: this device was manufactured at one of the two following manufacturing sites: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during an unspecified cycle of peritoneal dialysis therapy. The patient was connected at the time of the event. During the troubleshooting, it was reported that there was a leak in the tubing. The patient stated that they had pets but there was no evidence that a pet caused the leak. The patient did not open the package with a sharp object. Renal therapy services (rts) advised the patient to clear the alarm and checked the alarm log where it was verified. Rts assisted the patient with opening the door and removing the cassette. Rts reviewed proper procedures per the user manual with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.